Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. No noise was noted on the electrograms and event markers. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) channel for an unknown reason. It was also noted that the right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements. The impedance measurements were noted to be on the higher end since implant of the ra lead. A revision procedure was performed where the rv was surgically abandoned and the pacemaker was explanted. The ra lead was surgically abandoned during the procedure as the patient was in chronic atrial fibrillation (af). No additional adverse patient effects were reported.